Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, a definitive cause for the post-operative infection could not be determined. Lab culture tested (B)(6). The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Risk manager will not release device.

Event description:
It was reported that there was an infection case possibly related to the device(s). Original dos (B)(6) 2009, right knee open reconstruction of medial patello femoral ligament utilizing hamstring autograft, arthroscopic synovectomy of patello femoral joint. Presented on (B)(6) 2009 with surgical site infection; (B)(6); was treated with incision and drainage of knee and antibiotics. Patient doing well.